Event description:
It was reported the patient presented the emergency room after receiving four inappropriate shocks. Upon interrogation, it was discovered the right ventricular lead was oversensing far p-waves and lead noise. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.